Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing with shock deliveries.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025, recorded the stable pacing impedance around 950 ohms with a slight increase to approximately 1200 ohms at the end of the recording period. The analysis of the provided iegm episodes from (B)(6) 2025, revealed artifacts on the rv channel, which led to oversensing as well as multiple inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.